Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 4968 lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the following open heart surgery the right ventricular (rv) lead had intermittent capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.